Event description:
It was reported that the customer reported was hospitalized due to diabetes ketoacidosis and high blood glucose of 587mg/dl, and she was treated with an insulin drip. The customer was experiencing dehydration, nausea, and vomit. The customer mentioned that she hurt her foot at the carnival. The customer did not have any details other than being treated at the hospital. The customer stated that she was wearing the insulin pump at time of her admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.